Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose was 60mg/dl at the time of the incident. The customer treated low blood glucose with food and declined troubleshooting. The customer states the insulin pump was exposed to fluid/moisture. The customer stated that they thought the insulin pump was lost but they found it inside the washing machine. The customer stated that there was fluid under the lcd display. The customer stated that the insulin pump had blank display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronics assembly. Unable to perform any tests due to the blank display. The pump was received with a cracked battery tube thread, a broken reservoir tube lip, a cracked reservoir tube and minor scratches on the display window.